Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported ¿something has changed¿ and the patient is not sure what is going on with their stimulator. A week and a half prior to the report the patient¿s device was stepped on by their granddaughter and the patient got sick. They felt that maybe their device had been ¿moved/pushed down¿. The patient didn¿t know if ¿it messed with their wires or not¿. The patient¿ suspected this may be the problem they are having with their device. The patient noted that at the same time their device was not helping with their pain and when they got home they noticed they needed to charge. The patient is normally on 0.90 or 1.00 but now that are at 1.20 and they are unable to feel anything on program 1 or 2 but they can really feel it on program 3.